Event description:
It was reported, the pt is having difficulty holding the antenna in place while charging his scs system because of a shoulder problem. The charging process is interrupted due to the difficulty. Additionally, the belt does not aide the pt in holding the antenna. In order to aide the pt in holding the antenna in place, tennafix has been sent to pt. Follow-up identified during the pt's reprogramming session it was determined there is possible shoulder deterioration and a scs ipg pocket revision might be needed. The sjm representative attempted to use an abdominal binder to hold the antenna in place which did not resolve the issue regarding the antenna. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
This ipg serial umber was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.